Event description:
"The patient was given a new walker prescribed the 24/9 by physiotherapist (B)(6). The patient is on another location (nursing home in (B)(4)). The (B)(6) calls the patient and inform that he has fallen with his walker. The patient goes on long walks on daily basis with his walker. The patient walked as normal on a walk and bike path, when the wheel suddenly fell off. The patient fell ill over / on the side of the walker and scraped both knees. The walker was delivered from the manufacturer (B)(4) 2014 and were then prescribed during the year. This was a relatively new walker and this type of defects shall not arise after such a short usage time (about 3 weeks) at the patient. No incorrect operation has occurred."

Manufacturer narrative:
The melody is the same /similar to a product or products which are or have been previously manufactured and/or marketed by invacare in u.s. The alleged incident occured in (B)(6).